Event description:
On (B)(6) 2026, it was reported that the patient received their daybreak device a few days ago and has been wearing it every night since. On (B)(6) 2026, they woke up to one of their crowns (top right) coming off entirely and another (bottom right) feeling a bit loose after a lot of pressure in those areas, which they had attributed to a sore jaw. They are using the standard fit and not the tight fit. The patient is waiting to find and meet with a dentist about the dislodged crown. The device was delivered to the patient, and the patient first used the device on (B)(6) 2026. The incident took place, and the patient reported the issue on (B)(6) 2026. No permanent injuries were reported.

Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Daybreak: (B)(4), manufacturer reference #: (B)(4).